Event description:
A nurse reported that the vitrectomy failed to work during a retina procedure. The product was replaced and the procedure was completed without consequences to the pt.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).